Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 460 mg/dl and low blood glucose of 68. It was reported that both blood glucose readings were due to medical illness and medication. High blood glucose was treated with bolus delivery. Customer declined troubleshooting.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 8, 2017. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0141.